Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown avenir stem-unknown, unknown- depuy pinnacle cup-unknown, unknown-unknown depuy liner-unknown. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00361. Complaint sample was evaluated and the reported event was confirmed. Visual review of the device shows dark debris in the taper hole. Nick and gouge damage is noted on the taper hole outer wall and rim. The device was sent for further analysis. The analysis identified damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history records of the head identified no deviations or anomalies during manufacturing. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a hip revision approximately 8 years post implantation due to metallosis and atlr. During the procedure the 32mm +10.5 cocr head was removed and there was some corrosion noted inside the head and on the trunnion. The depuy liner was removed and replaced with an offset liner. A zimmer biolox option head, 32/+7 was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.